Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that after a primary left hip implant on (B)(6) 2018, patient experienced foot drop. On revision (B)(6) 2018, surgeon reported the patient's nerve was ok but noted slight hematoma. The femoral head was revised. Rep reported that prior to hip replacement, patient suffered a stiff hip. After replacement, patient was unaccustomed to the newfound freedom of movement and as a result, the nerve stretched out. Patient suffered from nerve palsy, likely stemming from a spinal problem. The nerve was explored with no impingement noted.